Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors instrument movements did not correspond to the console surgeon. There was non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not move according to surgeon's commands. Non-intuitive motion was observed. It moved in an unintended way or contrary to surgeon's commands.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tips of the instrument were supposed to move to the left and they moved downwards. The intended direction was shifted by 90 degrees. There was no shakiness and/or friction observed. Two instruments were replaced to solve the reported non-intuitive motion issue. The issue occurred with the surgeon's head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) when the surgeon was attempting to manipulate the instruments from the ssc.

Event description:
Refer to h11 for follow-up information.